Manufacturer narrative:
Medical products - bmet arcom ap pat 3pst 34mm md catalog# 11-150842 lot# 754880, maxim ilok ana pri fml 60 rt catalog# 140011 lot# 562910, biomet ilok pri tib tray 67mm catalog# 141212 lot# 606920, max pri-lip tib brng 12x63/67 catalog# 146332 lot# 350390. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient may undergo a revision procedure due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the reason for revision was due to polyethylene wear.